Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00041.

Event description:
It was reported that the patient underwent a unilateral fusion on the right side of l4/5 following a car accident. Two 2000-2445 screws, two 2000-1005 closure tops, and one 2000-5140 rod were installed. Following the surgery, the patient experienced pain, progressive disability, an irreversible bone infection, and "legs wasting away." The patient alleges to be allergic to zinc chloride and sensitive to cobalt. The implants were removed in a revision surgery. This is report five of five for this event.

Event description:
It was reported that the patient underwent a unilateral fusion on the right side of l4/5 following a car accident. Two 2000-2445 screws, two 2000-1005 closure tops, and one 2000-5140 rod were installed. Following the surgery, the patient experienced pain, progressive disability, an irreversible bone infection, and "legs wasting away." The patient alleges to be allergic to zinc chloride and sensitive to cobalt. The implants were removed in a revision surgery. This is report five of five for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product not returned, and photos and x-rays were not provided. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient factors, trauma and operational factors. DHR review: lot numbers are not known, so DHR reviews could not be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.